Event description:
It was reported that the depth gauge broke during surgery while measuring for a screw and that the positioning guide rod broke as well when tightening down onto the version guide. No pieces fell into the patient. A backup tray was opened and utilized to complete the procedure.

Manufacturer narrative:
(B)(4). D10: 110018822 g7 positioning guide rod unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures identified the tip of the depth gauge had fractured. No pictures of the guide rod were provided. No further evaluation could be made with the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the photo of the fractured depth gauge. Fractured guide rod could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.